Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid serial number has not been provided for the meter. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter; no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle test strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle test strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A error message was reported with the adc meter. Customer was unable to obtain readings due to receiving an error 3 message, and reported receiving unspecified third-party treatment. No further details were reported as customer could not troubleshoot further. There was no report of death or permanent injury associated with this event.